Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged within two weeks of implant. Numerous attempts were made to place the lead again, however the lead would not stay lodged in the atrium. The lead was explanted and a second lead was attempted, but it also would not stay lodged in the atrium despite multiple attempts. The second lead was removed and another lead was implanted in the left atrium. No patient complications have been reported as a result of this event.